Event description:
Caller alleged discrepant high inratio inr result in comparison to the nurse's alternate point of care (poc) inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 1.3, poc inr: 2.2. Therapeutic ranges: unk. The time between testing was less than two (2) minutes. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
Investigation pending.